Event description:
It was reported that there was potential early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478, implantable pacing lead, (B)(6)2006. A 5568-45, implantable pacing lead, (B)(6) 2006. (B)(4).the device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.